Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving an unknown drug via implantable pump. It was reported that on (B)(6) 2026 the patient reported a severe spinal headache and cerebrospinal fluid (csf) leak post intrathecal trial. A blood patch was performed on (B)(6) 2026. The clinical diagnosis was spinal headache. The relationship of the event to the device or therapy was a causal relationship and the relationship of the event to the implant procedure was not related. The event was ongoing.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.